Manufacturer narrative:
(B)(4). (B)(6). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported with the use of the bd safe-clip¿ needle clipping & storage device there was an issue with after clipping a needle the safe clip is now blocked and won¿t take any needles.